Event description:
Reported 1 false positive sars results for one asymptomatic patient (off label at the time). The customer communicated the result was confirmed negative by molecular (pcr testing). No additional information was provided by customer.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. The customer submitted two patient samples for investigation.tested 1x retained device with returned patient samples. The devices yielded valid and negative results at the 15 minute result read time. Root cause: could not duplicate with patient sample. Source: phone.